Manufacturer narrative:
Product analysis filter basket returned within the clear section of the catheter filter basket was able to be extended out of delivery catheter singular wire mesh of filter basket displaced distal floppy tip observed with bends in its appearance capture wire kinked plastic remains on distal floppy tip kinks along delivery catheter kink along clear section of the catheter kink along recovery catheter kink along capture wire medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Limited information reported that a physician attempted to use spider fx embolic protection device and found that the protection device broke when using it during the procedure and product was replaced to complete the procedure. No patient injury reported.